Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal neck was 17 mm in diameter and 30 mm in length. The neck angle was 20 degree. The vessel tortuosity was mild to moderate and the vessel calcification was mild. It was reported that on the final angiogram the contralateral limb was not in the gate. The guidewire was incorrectly placed in the ipsi limb thus, the contra limb was implanted on ipsilateral side. The physician did not notice the contralateral limb was implanted into the ipsilateral side until ipsi extension was inserted into the patient. An endurant 16x16x93 limb was implanted to give better overlap between the bifur and contralateral limb, which are in ipsilateral side limb, going into left iliac artery. The physician successfully completed the procedure by converting the patient to an aui device and performed a fem-fem bypass to treat aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).